Manufacturer narrative:
No patient involvement. A malfunctioning transducer and/or ultrasonic pcb is consistent with out of specification voltage and unstable voltage or drift. Replacement of these parts resolved the issue. Improper transducer voltage could diminish reagent pack mixing capability and cause the generation of erratic qc results such as those reported by the customer. The cause of this event is a hardware malfunction. Upon recurrence, the malfunction identified by the fse has the potential to cause the system to generate erroneous patient results. However, there is no indication that this potential was realized in this instance. The beckman coulter internal identifier for this event is (B)(6).

Event description:
On (B)(6) 2016 service was dispatched to the customer site to address ongoing erratic qc (quality control) issues on the customer's access2 immunoassay system, serial number (B)(4). The fse (field service engineer) determined that ultrasonic transducer voltage was out of specification and was unstable and drifting. The fse replaced the ultrasonic transducer and ultrasonic pcb (printed circuit board). The customer did not report that any erroneous patient results had been generated on the system.